Manufacturer narrative:
Catalog# 48694012. Lot# fgp. Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records for this product were not reviewed because no lot numbers were provided as the parts remain implanted. Visual-x rays were provided and showed one screw backing out of the plate. Conclusion: the root cause could not be determined.

Event description:
It was reported that; (B)(6) 2016, implanted four screws and the 2 level plate on c3-5. On (B)(6) 2017, it was informed the screw of c5 right was out. On (B)(6) 2017 it was surgical treatment for screw out.

Event description:
It was reported that; (B)(6) 2016, implanted four screws and the 2 level plate on c3-5. On (B)(6) 2017, it was informed the screw of c5 right was out. On (B)(6) 2017 it was surgical treatment for screw out.